Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation primary with an unknown mentor saline breast implant, experienced right-sided deflation post procedure. The mammogram examination confirmed the deflation. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3502450, sn#: (B)(4), r/ cat#: 3502425, sn#: (B)(4) on (B)(6) 2021. Patient's current event documented under manufacturer report number: 1645337-2022-01378.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation primary with an unknown mentor saline breast implant, experienced right-sided deflation post procedure. The mammogram examination confirmed the deflation. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3502450, sn#: (B)(4), r/ cat#: 3502425, sn#: (B)(4) on (B)(6) 2021. Patient's current event documented under manufacturer report number: 1645337-2022-01378.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 22, 2023 indicated that the patient also experienced bilateral capsular contractures unknown grade, and bilateral implant calcification sites which were detected by mammogram examinations. As a result, patient also underwent bilateral capsulorraphy, bilateral capsulotomy as well as bilateral replacements. Manufacturer¿s reference number: (B)(4).